Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The reported blood glucose reading at the time of admission was 332, but she stated it was as high as 600 mg/dl. The customer reported that she also went to urgent care on (B)(6) 2013 due to high blood glucose, with a reading of 263 mg/dl. The customer stated that she was wearing a quick set infusion set, and had a lump at the insertion site. The customer stated that she wore the infusion set for three days, but stated that she sometimes wears it for more than three days. The customer declined troubleshooting as she had already performed troubleshooting previously, and the insulin pump passed. The customer later called to report that she just did not feel comfortable with the insulin pump as she has continued to experience erratic blood glucose levels. The customer requested a replacement. Advised the customer that the insulin pump would be replaced. Nothing further was reported.